Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system would not leave the docked position. Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.